Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic heart catheterization. Reportedly, two hours after hemostasis was achieved with the clip the patient had a cold leg. The physician stated the clip had captured the posterior wall of the artery, causing occlusion. Angioplasty was performed to open the common femoral artery. Fentanyl was given for pain. The patient was hospitalized one extra day for observation. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.